Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The returned cable was in used condition with the cable melted due to over exposure to high light setting. Use of the minimum light setting is recommended, per the IFU. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 001388lx9 ul pro fused headlight cable has failed and melted at tip. There was no patient involvement and no surgery delay. Additional information received on 08aug2020 indicated that the estimated incident date was on (B)(6) 2020. There was no smoke but there was a burning smell.